Event description:
Event [preferred term] (related symptoms if any separated by commas) blood sugar rose to 500 mg/dl [blood glucose increased], plunger became stuck, the plunger will not move it is jammed. [Device mechanical issue], does not push the insulin from the cartridge [device failure]. Case description: this serious spontaneous case from spain was reported by a consumer as "blood sugar rose to 500 mg/dl (blood sugar increased)" with an unspecified onset date, "plunger became stuck, the plunger will not move it is jammed. (Device mechanical jam)" with an unspecified onset date, "does not push the insulin from the cartridge (device failure)" with an unspecified onset date, and concerned an 8-year-old male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index not reported. Dosage regimens: novopen echo plus: medical history was not provided. On an unknown date it was reported that patient had to go to the emergency room the other day because the patient´s blood sugar (blood glucose) rose to 500 mg/dl after the plunger of novopen echo plus became stuck and they did not notice. The family member of the patient stated that the plunger will not move it was jammed and did not push the insulin from the cartridge. They were not admitted to hospital; they were kept in the emergency department until they were stabilised and their blood sugar was reduced slightly. Batch numbers: novopen echo plus: pvgge60 . Action taken to novopen echo plus was not reported. The outcome for the event "blood sugar rose to 500 mg/dl(blood sugar increased)" was recovering/resolving. The outcome for the event "plunger became stuck, the plunger will not move it is jammed.(device mechanical jam)" was not reported. The outcome for the event "does not push the insulin from the cartridge(device failure)" was not reported. Reporter's causality (novopen echo plus) - blood sugar rose to 500 mg/dl(blood sugar increased) : unknown plunger became stuck, the plunger will not move it is jammed(device mechanical jam) : unknown does not push the insulin from the cartridge(device failure) : unknown company's causality (novopen echo plus) - blood sugar rose to 500 mg/dl(blood sugar increased) : possible plunger became stuck, the plunger will not move it is jammed(device mechanical jam) : possible does not push the insulin from the cartridge(device failure) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment 09 feb 2026: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No conclusion reached.